Event description:
While priming cartridge rn noticed the saline was leaking from close to the ns [normal saline] bag. Leaking appeared to be coming from close to the priming spike between the yellow waste line and white saline line. This delayed care.